Event description:
Provider states rollator has broken left side brake

Manufacturer narrative:
(B)(4). MFR report # 1531186-2013-02082 indicating the manufacturer as unknown. The actual manufacturer is kenstone metal.